Event description:
Revision surgery performed on primary margron hip replacement due to pt symptoms of hip pain.

Manufacturer narrative:
During the revision surgery, it was confirmed that the margron stem used in the primary procedure had been well fixed, but the neck had moved and retroverted. Examination of the neck showed no signs of damage; original neck put back with correct alignment. Another MFR's acetabular cup was replaced due to possible damage. Surgical error appears to have been a likelihood, during the primary implantation. The event is being reported following reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron -specific tools or components are necessary to perform revision of a margron implant.